Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the charger fails power-on self-test (led power on sequence). The charger returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a charger fails due functional issue.